Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was on the table after the implantable cardioverter defibrillator (ICD) implant. Upon interrogation, the ICD exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were made.

Event description:
New information noted that the patient presented remotely via merlin.net transmission. Upon review, the ICD had non-sustained right ventricular oversensing due to re-occurred post-paced t-wave oversensing noted on (B)(6) 2018. The patient was seen in hospital on (B)(6) 2018. Programming changes were made; however, it did not resolve the issue. The patient was fine.